Manufacturer narrative:
(B)(4). Device was received and device evaluation is still in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional, electrical and simulated-use testing of the device and a visual inspection. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of peritoneal dialysis therapy. The home patient (hp) reported feeling overfull. The hp manually filled with 2500 ml. The initial drain volume was 109 ml and the homechoice advanced to fill one. The technical service representative (tsr) assisted the hp in performing a manual drain. The drain volume was 4743ml and the initial drain volume alarm was 0ml. The hp stated they wanted to continue therapy so the tsr assisted the hp with bypassing to fill two. There was no patient injury or medical intervention associated with this event. No additional information is available.